Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the endometrium near the fundus / coils migrated in the endometrium near the fundus') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, dysfunctional uterine bleeding and dysmenorrhea. Concomitant products included levothyroxine sodium (synthroid). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced device expulsion ("embedded in the endometrium near the fundus / coils migrated in the endometrium near the fundus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side rem). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown, the uterine haemorrhage had resolved and the pelvic pain and depression was resolving. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received. Lab data added. Concomitant medication and condition added. Events : embedded in the endometrium near the fundus / coils migrated in the endometrium near the fundus, migration of essure device location of device, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, abnormal uterine bleeding were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the endometrium near the fundus / coils migrated in the endometrium near the fundus/migration of essure device location of device: myometrium') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, dysfunctional uterine bleeding and dysmenorrhea. Concomitant products included levothyroxine sodium (synthroid), nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced device expulsion ("embedded in the endometrium near the fundus / coils migrated in the endometrium near the fundus/ migration"), 10 months 7 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish/ psych injury"), abdominal pain ("abdominal pain") and post procedural complication ("post removal compication"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side rem). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, genital haemorrhage, uterine haemorrhage, pelvic pain and abdominal pain had resolved, the device expulsion, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown and the depression was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, genital haemorrhage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded) migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Added event post removal compication. On 6-may-2020: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the endometrium near the fundus / coils migrated in the endometrium near the fundus/migration of essure device location of device: myometrium') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, dysfunctional uterine bleeding and dysmenorrhea. Concomitant products included levothyroxine sodium (synthroid), nsaids since january 2013 and paracetamol (acetaminophen) since january 2013. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain ("physical pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced device expulsion ("embedded in the endometrium near the fundus / coils migrated in the endometrium near the fundus/ migration"), 10 months 7 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish/ psych injury"), abdominal pain ("abdominal pain") and post procedural complication ("post removal compication"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side rem). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, genital haemorrhage, uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved, the device expulsion, anxiety and post procedural complication outcome was unknown and the depression was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, genital haemorrhage, migration received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded) migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of event bleeding updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the endometrium near the fundus / coils migrated in the endometrium near the fundus/migration'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, dysfunctional uterine bleeding and dysmenorrhea. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced device expulsion ("embedded in the endometrium near the fundus / coils migrated in the endometrium near the fundus/ migration"), 10 months 7 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish/ psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side rem). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown, the genital haemorrhage, uterine haemorrhage, pelvic pain and abdominal pain had resolved and the depression was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, genital haemorrhage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received : events added- abdominal pain, genital haemorrhage. Verbatim ¿psych injury¿ clubbed with events ¿depression and anxiety¿. Verbatim ¿migration¿ clubbed with events ¿embedded device, device expulsion¿. Outcome of events ¿pelvic pain, abdominal pain , genital haemorrhage¿ updated to ¿recovered / resolved¿. Insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.